Event description:
Initial report: this is a serious (important medical event) spontaneous case report received by e-mail from a regional medical manager on (B)(6) 2011. A physician nos reported on a female pt. Age was not provided. On (B)(6) 2011, the 3rd injection with poly-l-lactic acid (sculptra, batch-no. And expiration date unk) for wrinkle- and volume treatment was given. On (B)(6) 2011, she complained of massive nodulation and swelling at treated area. The 1st and 2nd injections were tolerated well. No info on corrective treatment and action taken on the drug. Outcome of the reactions was reported as ongoing. She had been treated concomitantly with estrogen for menopausal disease and a dental treatment was performed, both were newly present at the 3rd treatment. No details were reported on relevant history, other suspected drugs and causality assessment. A product-technical examination (B)(4) was initiated.